Manufacturer narrative:
(B)(4) date sent: 9/23/2016. Batch # unk.

Event description:
It was reported that during an unknown procedure, clips didn't close well, so they fall into the abdominal cavity. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device was discarded.